Event description:
The doctor claims that after implanting the graft, a gelatinous mass that changes color was being exuded from the graft 7 to 14 days later. The incident is being treated by the doctor as an infection.